Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump alarmed test failure as well as failed self test. The customer also stated that he had been experiencing high blood glucose and then the alarms afterwards. The customer's blood glucose was 485 mg/dl. The customer treated his blood glucose with insulin pump therapy. Upon checking the alarm history of the insulin pump, the customer stated that he also received the watchdog timeout alarm. Advised that the insulin pump needed to be replaced. Advised customer to revert to a back-up plan per healthcare provider's instructions. Advised that a replacement insulin pump would be sent. Nothing further reported.